Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and the front enclosure was replaced to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device takes approximately 30 seconds to one minute to power on. Complainant did not indicate that there was any patient involvement in the reported malfunction.